Event description:
It was reported that the pump battery doesn't hold charge and has to charge daily. There was no reported adverse impact to the customer. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received.